Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and inappropriate high-voltage (hv) therapy were observed on the right ventricular (rv) lead. A fracture of the rv lead was alleged, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.